Event description:
It was reported that customer experienced difficulty using charging system, stating that inductive charger did not feel secure, required holding device in place to maintain charging, and caused concern about lack of an alternative charging option if inductive charger failed. No information was provided regarding impact to customer¿s blood glucose level. Customer declined additional troubleshooting, and technical support documented concern and closed case with no further action taken.